Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (nurse) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient experienced pain when the ins was turned off or on. Caller mentioned patient does currently have a catheter in and doesn't know if they are having bladder spasms or what is going on. It was reviewed that stimulation shouldn't be painful nor should patient feel pain when ins is turned on/off. No further complications were noted or anticipated.